Event description:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not change color after deployment of the indicator wire and complete retraction of the device and non-cordis sheath. The exoseal and non-cordis sheath were removed, and manual compression was used to achieve hemostasis. There was no reported patient injury. The physician reported observing the indicator window while retracting the device and non-cordis sheath after pulsatile flow had stopped. The device was prepared according to instructions for use (IFU), and no visible device or package damage was noted prior to use. The femoral artery suitability was verified on angiography, including insertion angle of the non-cordis sheath and vessel diameter =5 mm. The puncture site had no visible calcium or plaque, no stent near the site, and no stenosis greater than 50% at or near the puncture site. The site had not been previously closed with a closure device or manual compression within 30 days prior to the procedure, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. A retrograde approach was used during this interventional procedure. The non-cordis sheath was retracted until the hub engaged with the indicator wire cowling, the device locked against the handle assembly, and an audible click was heard. The physician did not have their thumb placed on the plug deployment button during retraction. The physician was trained and experienced with the device and reported routine usage. The device will be returned for evaluation.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.